Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain in the patient.

Event description:
It was reported the patient had a procedure on (B)(6) 2013 with a bifurcated device and a suprarenal aortic extension. Upon follow-up computed tomography showed a proximal endoleak. Patient condition is good and the leak is scheduled for repair on (B)(6) 2015.

Manufacturer narrative:
Based upon the clinical assessment, the reported type 1a endoleak is inconclusive. A manufacturing record review was performed and the lot met all release criteria w/no issues or deviations that would explain the reported event. A design or manufacturing root cause for the reported event was inconclusive based on the investigation. The clinical review identified the following factors that may have contributed to the patient outcome: product use was incongruent with the IFU due to the aortic neck length less than 15 mm; and the 30% change in aortic neck diameter (conical neck). Cautionary product use conditions tht might have contributed to this event included severe calcifications within the aortic neck.